Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. No unexpected blank display anomaly noted. However, device received with high sleep current due to corroded battery tube. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing. However, power error and low battery alarm noted in trace download analysis due to corroded battery tube. Device received with cracked retainer, minor scratched display window, stained keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 14.0 mmol/l. Customer mother states that the pump was requesting for a replacement battery and battery weren't being accepted by the pump and now the screen is blank. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer unable to troubleshoot for high blood level. The insulin pump will be returned for analysis.